Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during bolus delivery and pump battery gauge fluctuated. Customer's blood glucose was 141-338 mg/dl. Customer installed another cartridge to resolve the cartridge alarm and reportedly, charged pump to address the battery issue.